Event description:
Micropuncture broke during surgical procedure. Preoperative diagnosis fragment of micropuncture sheath in the left lower lobe pulmonary artery. Findings: the initial pulmonary arteriogram showed no filling defects. The catheter was able to be imaged using edge enhancing software. Following removal of the catheter fragment, the f/u pulmonary angiogram showed no abnormalities. The fragment, which was removed, measured approx 8 cm in length. The pigtail catheter was straightened with a wire and withdrawn. The right groin 10 french sheath was removed, and pressure was applied. He tolerated the procedure well. The fragment of catheter was submitted for pathological examination.